Event description:
It was reported that this was a procedure to treat the mid right coronary artery with a ruptured plaque. It was noted that prior to the procedure the patient presented with acute myocardial infarction (mi), the patient was on dvt and presented with clotting. On (B)(6) 2021, a 4.0x48mm xience sierra was deployed. Prior, during, and after the procedure, the patient coded several times and went into shock. Medication was administered and the patient was stable. Patient was compliant with dual antiplatelet therapy (dapt). However, on (B)(6) 2021 the patient experienced angina. Angiography showed residual clots proximal to the stent. The patient still had acute mi. The stent remained patent. The clots and mi was never fully resolved from the initial procedure. Optical coherence tomography was performed and an asahi prowater guide wire was advanced with a non-abbott embolectomy device to suck out the clot. The prowater guide wire became entangled with the xience sierra stent. The stent looked disfigured. Therefore another unspecified guide wire was advanced with an unspecified balloon, and crushed the xience stent against the vessel wall. Another 4.0x28mm xience sierra stent was deployed to encapsulate the disfigured stent and open up the lumen. Post-dilatation was successfully performed with a 5.0x15mm nc trek balloon. The patient is stable and was transferred to intensive care unit. It is unknown if the clots were fully resolved. No other information provided.